Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display connector board and central processing unit were replaced.

Event description:
The hospital reported the unit had a system malfunction during boot up. There was no report of patient involvement.